Event description:
Further follow-up with the healthcare professional revealed the following information: patient received another treatment of hyaluronidase that was injected into the area where the juvederm voluma xc was initially injected. Healthcare professional reported that the patient "has stopped having intermittent swelling and redness and the area has softened." Healthcare professional stated that the patient "will require fat grafting to achieve symmetry but has postponed this due to personnel reasons."

Event description:
Healthcare professional reported that "about three weeks" after injection in the "orbital rim and lateral cheek area" with juvederm voluma xc, the patient experienced right side "redness, swelling, an abscess and cellulitis." Healthcare professional also reported that the patient's right eye "swelled shut." Patient was treated with bactrim, augmentin, levaquin, tobradex and hyaluronidase. Healthcare professional also "cut into the are" to try and "irrigate and aspirate" the area. Healthcare professional stated that they sent in cultures which came back negative. An MRI was also performed, which showed "a pocket of infection." Healthcare professional reported that symptoms are "better," but have not resolved.

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, swelling, abscess and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.